Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported "keeps randomly going to different screens like someone is pressing buttons when no one is", which were not confirmed or reproduced during evaluation. No anomalies were discovered or observed to confirm the customer's symptom. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-06943 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump is keeps going to different screens when no buttons are pressed. It was also reported that there was no patient injury.